Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, when the surgeon was reloading the clip after firing the device, two clips reloaded in the jaw. Unknown how case was completed. Surgery was prolonged one hour. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.